Manufacturer narrative:
(B)(4). Examination of the returned device was unable to confirm the reported event as the clip component was not returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the curved insert trial (5x10mm) was broken around the rim. The piece that broke off was retrieved. And the 36x56 n liner trial horseshoe was bent. It will not fit back on, so the screw portion can't be attached.